Event description:
A healthcare worker experienced whitening on her left palm with some slight tingling in the creases of her plam after she opened a peel pouch that contained a broken cyclesure biological indicator. The worker went to the emergency room and her palm was soaked in sulfadiazine solution and sterile water. Her symptoms resolved within one hour after soaking her hand in the solution. The affected area was covered with sulfadiazine cream and bandaged as a precaution.